Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, unit received with motor noise anomaly during rewind test problem isolated to the motor assembly noted. All button functioning properly during testing. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals no relevant alarms were recorded to confirm complain code. Unit was cut/open and inspected found no moisture damage at the motor assembly/electronic assembly. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with pillowing keypad overlay, battery tube threads - cracked and cracked case (battery tube). No delivery alarm/occlusion alarm not confirmed and keypad/button unresponsive/button error not confirmed. Drive/motor anomaly confirmed due to motor noise anomaly during rewind. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm, keypad/button unresponsive/button error, and drive/motor anomaly. The customer reported no adverse event. The event involved product(s) mmt-399a, mmt-332a, mmt-1715kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-399a. No product return is required for mmt-332a. No product return is required for mmt-1715kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.